Event description:
It was reported that during a pci procedure, a shaft fracture occurred. The lesion was located in the highly tortuous and tight right coronary artery (rca). The shaft broke outside of the pt, approx 8-9 inches from the hub during advancement. The rest of the device was easily removed. No further intervention was performed due to the high level of tortuosity in the artery. No pt injuries or complications were reported. Pt status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.